Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Caller resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes using original charging supplies, and the pump began charging, requiring no further assistance.